Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked case near the display window corners, cracked reservoir tube lip, cracked on battery tube threads, and missing end cap sticker. Unable to test the sensor and the device communication due to the prime anomaly.

Event description:
The customer reported that the insulin pump alarmed, and the device was not recognizing the sensor. The blood glucose reading was 60mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer also mentioned that the dome sticker was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.